Event description:
Side rail could not latch in the raised position. There was no pt involvement or adverse consequences reported. MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.